Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: the pump powered on but would not move beyond the animas logo screen; the pump emitted a call service auditory alert and was frozen on the animas logo screen. Investigation revealed moisture corrosion on the printed circuit board. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the bolus button cover was torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump made a "loud noise like an alarm" and that the display screen was blank at the time of the noise. The reporter stated that the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia associated with the alleged issue. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the issue may impact insulin delivery if the user is unable to clear the alarm or to view the display safely.